Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent/kinked, while wearing it on unknown location. For treatment, the patient drank water, exercised, changed out the pod and gave a correction bolus.